Event description:
It was reported that this pacemaker exhibited oversensing of myopotential noisy signals that resulted in inappropriate mode switches and pacing inhibition. Additionally, the reports show a false pacemaker mediated tachycardia (pmt) episode. The health care professional (hcp) reprogrammed one parameter of the device per technical services (ts)'s suggestions. The hcp will discuss further reprogramming with the physician. The device remains in use. No adverse patient effects were reported.